Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the chipped acoustic lens was physical stress such as dropping / knocking. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that there was an insufficient angle wire elongation, the acoustic lens was chipped, the actuator had air leakage, the angle knob play was out of standards, the curved rubber adhesive was lifting and chipped, and the switch 4 rubber had scratches. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a chipped acoustic lens. There were no reports of patient involvement.